Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. The customer was given more insulin based on a reading of 300mg/dl which the customer misread as 30mmol/l. The customer's mother realised what had happened and was able to adjust the insulin. The customer did not experience any symptoms due to the mistreatment and did not require and medical treatment.